Event description:
Device 1 of 2. Reference MFR report: 1627487-2018-12478. It was reported one of the two leads implanted in the patient's occipital region had protruded through the skin. No infection was indicated. Surgical intervention was undertaken and both leads were removed.